Manufacturer narrative:
A compressor mini was reported giving low pressure alarm. The internal department for maintenance at the customer site reported that the main board of the unit was faulty. A third party maintenance company repaired the faulty main board and the device returned to clinical use. If the compressor stops and fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As no part was sent back and the maintenance was done by third party, the root cause of the low pressure alarm could not be determined. H3 other text : 4114.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).